Event description:
It was reported that a post market clinical study patient underwent a kyphoplasty procedure on level l1. A cement extravasation to disc l1 was noted. A postoperative x-ray report mentions a small leak to the superior disc. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow-up with representative.